Event description:
It was reported that during interrogation of the pacemaker, the programmer had a hang-up. A manual guided reset (mgr) is needed to solve this problem. It was later reported that the manual guided reset was performed to reset the device and that it is working correctly. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.